Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The activated clothing time was within the 200-300 second range. Post release of the watchman device via transesophageal echocardiogram (tee), a small minimal fibrotic, non-mobile strand formed on the proximal portion on the face of the device. The patient will be reimaged to evaluate the status of the fibrotic strand. No patient complications were reported in relation to this event.